Manufacturer narrative:
The manufacturer previously reported a ventilator displayed a red alarm, indicating a high priority alarm condition. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center for evaluation. During the initial evaluation a ventilator inoperative alarm indicating a machine flow drift was observed in the device's downloaded event log. The device's machine flow sensor needs to be replaced to address the issue. Additionally, not related to the reportable issue, an error indicating the motor controller shut down. The device's blower needs to be replaced to address the issue. This issue does not indicate a device malfunction. The device's blower bellows and proximal filters need to be replaced due to contamination. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging a ventilator displayed a red alarm, indicating a high priority alarm condition. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center for evaluation. The evaluation has not yet begun. At this time, we are unable to confirm the alleged malfunction. If any additional information is received once the investigation is complete, a follow-up report will be filed.